Event description:
Customer reported unexpected negative or equivocal reactions with the 2_cell screen assay on the galileo, with two pt samples. When manual solidphase testing was performed on these two samples, stronger reactions were stronger.

Manufacturer narrative:
Instrument images were retrieved and reviewed. For the first sample, the customer is reporting an unexpected negative result in well g1 (cell I). The image appears to display a negative reaction for that specific well. For the second sample, in well c2 (cell I) the image appears to be negative; a tight button with a slightly hazy background was displayed. The customer reviewed the roi's, flow check and residual volume. There were no flags and no errors present. The customer stated that there were no errors with centrifuge or the pipettors. A service visit was performed. The instrument was found to be working within specifications. The customer did not send samples for investigation testing.